Event description:
It was reported that the patient had a driveline fault alarm. There were no events prior to the alarm. Log files were sent for review. The event log captured driveline power faults throughout the log file. The modular cable and system controller were exchanged. There were no further alarms.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via log file analysis. Review of the submitted log files revealed starting on 09jun2025 at 23:29:17, a driveline power fault alarm activated due to a power a broken fault persisting for more than 2 seconds. The power a broken fault activated due to the current sense on line a being lower than the expected amperage threshold. The alarm did not resolve within the log file. Pump operation was not affected. The heartmate 3 vad modular cable (lot number unknown) was not returned for analysis. Provided information stated that the system controller and modular cable were exchanged, resolving the alarm. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Contamination was also noted during the investigation of debris within the mod cable¿s connector threads device history records could not be reviewed due to the lot number of the modular cable being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7-¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5-¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. The heartmate 3 patient handbook, section 4 ¿living with the heartmate 3¿, instructs users to regularly inspect their modular cable for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.